Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a healthcare professional (hcp) meter. The customer self-presented at a hospital where a reading of 200 mg/dl was obtained on the hcp meter in comparison to a sensor scan of 43 mg/dl but it is unknown if the readings were taken within 10 minutes of each other. The customer was provided unspecified medical treatment for the reported issue and no further information was reported. There was no report of death or permanent injury associated with this event.